Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air was entering the lines of an unspecified quantity of exactamix valve sets. The bubbles were entering through an unspecified location of the sets. This occurred during compounding total parenteral nutrition (tpns). The valve sets were replaced to resolve the issue. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Correction for h6. H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.